Event description:
It was reported by the customer that a pyxis medbank system had a network issue with the cabinet. The customer stated that, when trying to issue medication page is not going to the next screen. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a network issue with the cabinet. The technical support specialist tried to remote in and found that cabinet has been offline from 8 hours so suggested the customer to reboot the device, but issue stayed back. The customer contacted the facility it to troubleshoot the issue. The system functioned as intended after the customer troubleshooted the device.